Event description:
A patient reported they were unable to test due to "not ok", "error 1" and "error 2" prompts from their one touch profile meter. Patient's blood glucose was 139 mg/dl. Tests were done 11-20 minutes apart. Patient claims a 50 mg/dl difference between their doctor's accucheck meter and their own. Patient had symptoms of shakiness. Patient was treated with orange juice. No further information has been reported.